Manufacturer narrative:
The customer confirmed that the suspect device will not be returned further evaluation. Therefore, root cause was not determined. However, the customer has requested a turbine characteristic file and has stated that they will program it themselves. A replacement order was placed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator experienced a transducer fault alarm while connected to a patient. Furthermore, the patient was removed and transferred to a different ventilator. The customer confirmed that there was no patient harm reported.